Manufacturer narrative:
Concomitant medical products: dtba1d4 device, implanted: (B)(6) 2014; 6935m55 lead, implanted: (B)(6) 2014. Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high pacing threshold. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.